Event description:
A malfunction was reported on the pump, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the issue arose again.